Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the cryoablation procedure, a transeptal puncture was performed using a competitor sheath and it was replaced with the manufacturer¿s sheath. Pericardial effusion was noted via intracardiac echocardiography (ice) and pericardiocentesis was performed. Additionally, there was a perforation in the left atrial appendage (laa). The exact cause of the perforation was unknown. An open-heart surgery was performed to close the hole in the laa. Furthermore, st elevation was observed through the patient's electrocardiogram (EKG). The patient's blood pressure also drifted down. The case was aborted, and the patient was under general anesthesia. The patient stayed in the intensive care unit overnight and was deceased the following day.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that at least eleven applications were performed with the balloon catheter on the date of the event without any issues. Clinical issues were encountered during the procedure. The physical device was not returned for investigation. If information is provided in the future, a supplemental report will be issued.